Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 93 mg/dl at the time of the call. The customer stated that sweat may have got into the insulin pump causing the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces.